Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was missing the initial urgent low alerts. No medical intervention was reported. Additional event or patient information is not available.